Event description:
It was reported, revised because the nail broke in half at the lag screw junction.

Manufacturer narrative:
Device will be returned. No eval will be performed. If the device or additional info becomes available it will be reported on a supplemental report.